Event description:
It was reported to philips that the shock equipment malfunctioned. There was no patient involvement.

Manufacturer narrative:
The device was received by bench for repair. The noted failure was identified during inspection of the device by an authorized bench technician. As a result of the issue, it was determined that the capacitor would need to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor . The capacitor was replaced to resolve the reported issue and the device passed all performance assurance testing. The device was to be returned to the customer site. No further evaluation is required at this time